Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2nmv3, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue had not yet been resolved. The patients doctor was on vacation until aug. 1st. They would decide when their doctor gets back whether to do a lead revision or remove the device.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was scheduled for (B)(6) 2024 but has been postponed to be decided (tbd).

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2nmv3 serial# implanted: explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_interstim_ins (serial: unknown); product type: 0197-implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim it was reported that they experienced pain when getting up from the sofa and thought they had pulled the lead. The patient continued to experience symptom relief after the event. Patient went for an x-ray and was told the lead was still in place but discomfort persisted. The system was turned off discomfort did not resolve. Patient went for an ultrasound and it was found that the lead appears to have moved from its implanted location. Tomorrow agent will follow up with the office to get a report on their findings. The patient notified agent of the ultrasound information.